Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that insulin pump continued to scroll on its own during bolus. Customer's blood glucose was 20 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. The insulin pump received with broken reservoir tube lip, cracked case near display window corners, minor scratches on display window, and missing end cap sticker noted.